Event description:
After only a few months of use, large pieces of debris from silicone sealer and teflon tape are coming loose and circulating in the water tank. We fear this debris could enter the pt or cardioplegia circuits and interfere with our ability to regulate the pt's temperature effectively during an open heart case.